Event description:
It was reported that while unpacking the apex push monorail balloon catheter for an unspecified procedure, the sterile inner packaging was open. The physician successfully completed the procedure with another of the same device. No patient complications were noted.

Manufacturer narrative:
(B)(4).